Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. An initial report was received that a cypher sds was associated with distal tip damage. When the product was received, the luer hub was missing from the sds. The event involved a pt of unk age, gender and medical history. The reason for the pt's admission to hospital was not reported; but an angiogram revealed a lesion in an unk vessel. No vessel and/or lesion characteristics were provided. It is not known if the lesion was pre-dilated prior to the introduction of a 3.00 x 28mm cypher stent. Attempts to cross the lesion were unsuccessful and the product was removed without injury to the pt. Upon removal, the distal tip of the product was noted to be damaged. Attempts to clarify the exact details of this event have been unsuccessful. The product was returned for eval with its associated stent still mounted on the balloon. Visual examination revealed that the luer hub was missing. It appeared to have broken apart from the sds body. The shaft seems to have kinked at the rupture point before breaking. The distal tip of the sds was not damaged. A DHR review could not be performed since a correct lot number was not provided. The luer hub separation was confirmed by analysis; though its' exact cause could not be conclusively determined. Based on the limited and conflicting info provided, it is not possible to draw a conclusion about a relationship between the device and the event. There is no clear indication that this event was design or mfg related. Please note that this is the initial/final report for this product.

Event description:
The report received from the affiliate indicated that during an interventional procedure, in attempting to cross the target lesion, the distal tip of the stent delivery system (sds) was damaged. There was no reported pt injury. No add'l info was provided. This product malfunction was determined to be not reportable. The product was returned for inspection and was noted to have a separated/missing luer hub. Additional info has been requested but is not available at this time.